Event description:
It was reported that the device suddenly shut itself down during use w/o alarming. The users reportedly rebooted the device but it did not pass the power-on self-test and could not be further used. It was mentioned that the surgery was extended in total by 13 minutes until a replacement device could be introduced. As per report, no health consequences have occurred for the patient, finally. The unique device identifier (UDI) of the affected product could not be determined due to an incorrectly transmitted serial number of the device. We will discuss this again with the customer. If this attempt results in a UDI, we will submit this with the final report.

Manufacturer narrative:
A log file covering the period in question was handed over to dräger for analysis. The records therein indicate that the reported date of event must be wrong; the issue occurred on (B)(6) already. The entries further demonstrate that the device was powered-on twice and each time failed the automatic power-on self-test (post) because of issues in the pneumatic circuit for the auxiliary vacuum and that it was thus switched-off afterwards each time by the user. It can further be seen that the user turned on the device a third time and cancelled the post to put the device into operation disregarding the restrictions. It was attempted to use the device in volume mode but due to the aforementioned error condition, the device alarmed for ventilator failure and shut down automatic ventilation. The device was switched-off and back on two more times and repeatedly failed the post whereupon it was put out of use, finally. The auxiliary vacuum pressure is needed to keep the ventilator diaphragm in place during piston operation and to actuate the valves that control the ventilation cycles. The pressure in this pneumatic circuit is being monitored continuously by a dedicated sensor. If the sensor measures a pressure out of the defined range, the device is forcing a safety-shutdown of automatic ventilation to protect the patient from potentially hazardous output and to prevent from serious damages to the ventilator unit. In the particular case, the entries point to a defective pressure sensor or an issue with the circuit board the sensor is embedded in. Dräger finally concludes that the technical error condition could only come into effect due to several additional use errors. It is under responsibility and control of the user to perform the pre-use check with sufficient time in advance to verify proper operation before the patient becomes involved. The device detected the deviation and brought this to the operator's attention but it was nevertheless tried to use the device. The device has responded to the deviation as designed, a corresponding alarm was posted despite a contrary statement in the ufr. Dräger shared the details of the diagnosis with the hospital but did not receive a repair order.